Event description:
The patient contacted customer service to report an issue with an omnipod system that resulted in a severe hypoglycemic event while on vacation. The patient reported becoming unresponsive on a recent (B)(6). The last recorded glucose value on the controller was 43 mg/dl (2.4 mmol/l), and no audible alerts were perceived from either the pod or the dexcom application. During the emergency, friends removed the pod and administered glucagon, which resulted in adverse effects including nausea and vomiting. On (B)(6), emergency medical services transported the patient to a hospital where treatment was initiated in the shock room. The patient received intravenous glucose and additional stabilization medications and was subsequently admitted to the intensive care unit (ICU). The patient stabilized, remained overnight, and self-discharged the following day, (B)(6), for local follow-up care. The patient reported that multiple healthcare professionals were involved in treatment and was unable to identify specific providers. The patient confirmed no loss of consciousness/coma. They recalled visual disorientation followed by regaining awareness in the ambulance. The insulin pod was removed and retained by the clinic; therefore, it is not available for return or analysis. The pod therapy was later resumed after consultation with a diabetologist. The patient described issues in the days preceding the event, including insulin leakage at the infusion site near the cannula, administration of additional small correction doses via insulin pen alongside meals, possible insulin accumulation/tissue saturation effect contributing to delayed hypoglycemia, and automated mode behavior with a temporary switch to manual mode during the event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation as it was retained by the clinic. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.